Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the device was pre-flushed, but when inserted into the anatomy no blood back flow was observed at the marker lumen. The device was removed, flushed again, and re-inserted into anatomy; however, there was still no blood back flow. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.